Event description:
Report received of a leak of a chemotherapeutic agent. The customer reported that the patient was receiving taxol 250m piggybacked into a primary line of normal saline infusion. The taxol was infusing at 275ml/hr. Reportedly, the patient heard a "popping sound" and then noticed fluid dripping onto their forearm. The patient notified the nurse. The fluid that dripped onto the patients' arm was diluted by the nurse. The nurse observed fluid dripping from an unspecified area of the filter. There was approximately 100ml of taxol remaining. The tubing set was replaced and the infusion was resumed to completion. There were no reported adverse patient effects.